Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. In 2005 the target lesion was described as calcified and located in the circumflex artery (cx). It had been predilated with an unknown size balloon. The taxus express2 3.0 x 12 mm drug eluting stent had been peeled off the balloon during use. It was decided to leave the stent in the patient as they were unable to locate it. The physician completed the procedure by placing other unknown stents in the cx. The patient condition was reported as good.